Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The audio bolus button has become completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the complaint of an unresponsive audio bolus button was not duplicated during testing. The audio bolus button was intact and responded appropriately. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. During the investigation, there was moisture corrosion found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.